Event description:
It was reported by healthcare professional "my PICC nurse had an issue during PICC insertion. She was unable to get a waveform, and when she removed the stylet from the patient she noticed it was cracked."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4643 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "my PICC nurse had an issue during PICC insertion. She was unable to get a waveform, and when she removed the stylet from the patient she noticed it was cracked."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet and one patient leads assembly were returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned stylet was observed to be broken into two pieces approximately 3.6 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment. Multiple bends were observed in the polyimide section of the returned stylet. A microscopic observation revealed the break sites in the polyimide tubing were uneven with a rough surface texture and plastic deformation. Some tapering, tearing, and delamination were observed in the polyimide tubing at the break sites. The core wire of the stylet at the break site was observed to be curved and tapered, but mostly flat. Some kinks were observed in the polyimide tubing between magnet interfaces proximal to the break site. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance.